Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons required excessive force to activate during testing, it was observed that the up/down key contacts were misaligned, the contrast key contact was inverted, the up/down/ok contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down and ok keypad buttons are reportedly sticking when pressed. The keypad appears intact. There was no adverse event associated with this complaint.